Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to update the event description, correct the manufacturer information and to correct the device codes. The FDA device code 1601 was corrected to 2976. [Conclusion]: the healthcare professional reported that during the coil embolization procedure that was targeting a ruptured aneurysm at the internal carotid-posterior communicating artery (ic-pc), the 1 mm x 3 cm galaxy g3 mini coil (glm910030/ l13068) was used as the finishing coil. The physician attempted to advance the delivery wire by unlocking the slide lock. However, the delivery wire did not advance. The coil was removed from the microcatheter to check if the wire advanced. It was confirmed that the coil did not exit the distal end of the sheath introducer. As a result, the coil was not used, and the procedure was completed without the finishing coil. Per the physician, the coils that were implanted earlier in the procedure were enough to complete the embolization procedure. There was no procedural delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1 mm x 3 cm galaxy g3 mini coil was received contained in a pouch. The returned device underwent visual analysis. The hub was inspected and found without damage. The device positioning unit (dpu) was inspected and observed to be kinked at 119 cm. The resheathing tool was not damaged and the coil introducer was zipped. The device underwent microscopic inspection and the v-notch as observed in good condition. The resistance heating (rh) was not heated. Through the coil introducer, the rh and the extended coil were microscopically inspected and were observed without damage. Under the microscope, through the green section and introducer, the embolic coil was observed detached, kinked and damaged. The introducer was also noted to be obstructed in the green section by dried saline solution. The returned device underwent functional testing. The dpu was advanced in the introducer until it could no longer advance through the obstructed area. Resistance and friction were felt during the advancement of the dpu. The embolic coil could not be moved as it was already detached and stuck inside the coil introducer. A review of manufacturing documentation associated with this lot (l13068) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue reported in the complaint that the delivery wire did not advance; the detachable coil delivery system (dcs) encountered resistance/friction during advancement was confirmed due to the observed kink on the dpu. The embolic coil was also kinked and damaged. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Coil kinked and damaged are known potential issues associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink and damaged from occurring. The coil kinked and damaged conditions were not originally reported with the complaint. The exact cause of the observed kinked and damaged condition of the embolic coil could not be conclusively determined; however, excessive force may have been inadvertently applied during the procedural handling of the device and/or during the interaction with the concomitant microcatheter. Based on the device history record review, there is no indication that the secondary findings are related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1 mm x 2 cm galaxy g3 mini coil left the manufacturing facility in the kinked and damaged condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure that was targeting a ruptured aneurysm at the internal carotid-posterior communicating artery (ic-pc), the 1 mm x 3 cm galaxy g3 mini coil (B)(4) was used as the finishing coil. The physician attempted to advance the delivery wire by unlocking the slide lock. However, the delivery wire did not advance. The coil was removed from the microcatheter to check if the wire advanced. It was confirmed that the coil did not exit the distal end of the sheath introducer. As a result, the coil was not used, and the procedure was completed without the finishing coil. Per the physician, the coils that were implanted earlier in the procedure were enough to complete the embolization procedure. There was no procedural delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation which revealed that the coil was kinked and in a damaged condition. Based on the product analysis completed on (B)(6) 2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). (B)(6). [Conclusion]: the healthcare professional reported that during the coil embolization procedure that was targeting a ruptured aneurysm at the internal carotid-posterior communicating artery (ic-pc), the 1 mm x 3 cm galaxy g3 mini coil (glm910030/ l13068) was used as the finishing coil. The physician attempted to advance the delivery wire by unlocking the slide lock. However, the delivery wire did not advance. The coil was removed from the microcatheter to check if the wire advanced. It was confirmed that the coil did not exit the distal end of the sheath introducer. As a result, the coil was not used, and the procedure was completed without the finishing coil. Per the physician, the coils that were implanted earlier in the procedure were enough to complete the embolization procedure. There was no procedural delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation and analysis. The investigational finding is documented below. The non-sterile 1 mm x 3 cm galaxy g3 mini coil was received contained in a pouch. The returned device underwent visual analysis. The hub was inspected and found without damage. The device positioning unit (dpu) was inspected and observed to be kinked at 119 cm. The resheathing tool was not damaged and the coil introducer was zipped. The device underwent microscopic inspection and the v-notch as observed in good condition. The resistance heating (rh) was not heated. Through the coil introducer, the rh and the extended coil were microscopically inspected and were observed without damage. Under the microscope, through the green section and introducer, the embolic coil was observed detached, kinked and stretched. The introducer was also noted to be obstructed in the green section by dried saline solution. The returned device underwent functional testing. The dpu was advanced in the introducer until it could no longer advance through the obstructed area. Resistance and friction were felt during the advancement of the dpu. The embolic coil could not be moved as it was already detached and stuck inside the coil introducer. A review of manufacturing documentation associated with this lot (l13068) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue reported in the complaint that the delivery wire did not advance; the detachable coil delivery system (dcs) encountered resistance/friction during advancement was confirmed due to the observed kink on the dpu. The embolic coil was also kinked and stretched. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. It is possible that excessive force may have been inadvertently applied during the procedural handling of the device that may have contributed to the reported event. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1 mm x 3 cm galaxy g3 mini coil left the manufacturing facility with the observed kink and stretched condition on the embolic coil of the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure that was targeting a ruptured aneurysm at the internal carotid-posterior communicating artery (ic-pc), the 1 mm x 3 cm galaxy g3 mini coil (glm910030/ l13068) was used as the finishing coil. The physician attempted to advance the delivery wire by unlocking the slide lock. However, the delivery wire did not advance. The coil was removed from the microcatheter to check if the wire advanced. It was confirmed that the coil did not exit the distal end of the sheath introducer. As a result, the coil was not used, and the procedure was completed without the finishing coil. Per the physician, the coils that were implanted earlier in the procedure were enough to complete the embolization procedure. There was no procedural delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation which revealed that the coil was kinked and in a stretched condition. Based on the product analysis completed on 3/7/2019, this event has been deemed MDR reportable as a ¿malfunction.¿